Event description:
It was reported that the device was oversensing, with the sensitivity dial set to 0.5 mv, when it was connected to a patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. The device passed all testing, with no anomalies found.

Event description:
It was reported that the device was oversensing with the sensitivity dial set to 0.5 mv. No patient complications have been reported as a result of this event.